Manufacturer narrative:
Na

Event description:
Patient's family reported that the ventilator was not blowing air, while connected to the patient. It is unknown if the ventilator alarmed. The patient was taken off the ventilator and ambu bagged until the emergency medical services arrived. The patient was taken to the hospital with a diagnosis of pneumonia.